Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use while the home patient (hp) was connected. The hp had the alarm that night and turned off and on the hc. The hc alarmed system error 2367 (fail safe shut down), so the hp cycled the power again to get to "press go to start". A baxter technical service representative (tsr) explained the alarm. The patient had disconnected from the set up, but had done so correctly. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.